Manufacturer narrative:
Eval: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was being implanted with an scs system. During implant, the doctor was having trouble driving the lead up the pt's back. He pulled the lead out and noticed it was perforated. This was not noted prior to insertion of the lead into the body through the needle. The doctor asked the clinical specialist for a new lead and it was implanted successfully.